Event description:
It was reported by service report that the head end zoom cover was cracked in several places exposing sharp edges. The customer could not determine whether there was pt involvement or adverse consequences occurred.